Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke? When was the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify did the event occur during one or multiple patient procedures? What is the total number of procedures? Was there any adverse consequence associated with the patient(s)? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. The suture broke. No adverse patient consequences were reported. Additional information was requested